Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-05927. It was reported the patient leads were damaged during a surgery. Surgical intervention took place (B)(6) 2022 where the leads were explanted to address the issue.

Event description:
Additional information was received stating surgical intervention took place where the whole system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.